Event description:
The port was placed 5/97 via the right subclavian for chemotherapy. It was reported that there was difficulty aspirating blood from the port, but the port could be infused. On 7/20/97, the port was accessed three times. The third time the port was accessed, the pts right side swelled. The port will be removed on 8/8/97.

Manufacturer narrative:
Product implicated and returned for evaluation is a port w/preconnected 6.6fr catheter. The catheter tubing has been separated from the port at the distal end of the preattached locking collar. The length of the loose catheter segment is 12.3". It is wavy along its entire length. It includes a short section of strain relief tubing at its proximal end. The distal end of the sample appears to have been cut square. The port apears normal with several needle stick marks in the septum. The locking collar remains on the stem over the proximal section of the catheter tubing. There are grip marks from a serrated jaw hemostat on the outer diameter of the collar. Brown-red blood residue is seen under the collar. The port's reservoir appears clear through the septum. A history review of lot #36ch9988 shows no mfg issues, and no other field complaints concerning needle dislodgement or port extravasation reported for this lot. The initial complaint indicated infusion needle dislodgement. File notes say that the port was placed in may of '97 with the catheter routed through the right subclavian vein. The user experienced difficulty aspirating the port, but infusion was accomplished. On 7/20/97, the port was unsuccessfully accessed by a resident doctor. A second access was made and the needle became dislodged. A third attempt caused the pt's right side to swell during infusion. The notes indicate that a winged infusion set connected to a pump set at 50psi was used to infuse medication. The port was removed on 8/08/97. The loose catheter segment is tactually examined for elastic weakness or deformation. The tubing is weakened from stretching all along its length. The tubing narrows in the wavy curves of the tubing when placed under slight tension between the fingers. The tubing ends are then viewed under 10-25x magnification. The distal end of the loose catheter has been cut by a sharp instrument, probably scissors. The proximal end of the loose catheter appears broken and granular. The jagged surgace of the break is cupped inside the edge of the section of strain relief tubing. The distal edge of the tubing on the port stem is very similar in appearance and seems to be a match for the broken end of the loose catheter tubing. This damage is consistent with a tensile break. It appears that the user pulled the catheter tubing until if failed and separated from the port. The user may have disconnected the catheter to render the contaminated device non-functional before releasing it for evaluation. The port septum is also viewed under 10x magnification. Several deep needle stick marks are seen in the surface of the septum. No abnormalities or defects are detected. The initial evaluation and decontamination showed that both pieces of the sample were pt to flushing, and a small amount of blood residue flushed out of them.